Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2006. The patient reported that her ipg pocket site was extremely painful. She stated that she had a recent car accident, and after this incident she noted that her ipg seemed to protrude. It was reported that her physician prescribed pain medications for her pain, but her pocket site pain has not improved. No further information is available at this time.